Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive the patient experienced st segment elevation. After obtaining uncomplication transseptal access, a diffuse st elevation was noted on electrocardiogram (ECG or EKG) transiently with concomitant transient hypotension, which was resolved within 5 minutes. The hypotension was supported with vasopressors. The ic physician was called out, however cath never pursued as ste resolved and hemodynamics were restored without additional support the patient is expected to fully recover. The procedure was completed successfully. The device is not expected to be returned for analysis (disposed). Not definitive cause of ste, but physician thought that the stop cock of faradrive sheath was potentially loose leading to potential air entry. The irrigation was never interrupted or stopped during the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.